Event description:
Additional information received from the consumer reported in 2018 they noticed the implantable neurostimulator (ins) batteries were moving. The consumer¿s healthcare provider (hcp) discovered that because they are so skinny, the ins batteries ¿tend to shift up on their body.¿ the hcp moved the ins batteries back to their original position, but they ended up moving again. The second time the hcp was moving the ins batteries back to their original position and noticed the ¿internal cable¿ attached to the left ins battery was frayed, so they had to replaced the ¿wire.¿ since the consumer was very thin, the ¿wire was pretty exposed going under the skin.¿ since the ¿wire¿ was replaced 2 years ago, the consumer alleged the ins batteries moved yet again as they were supposed to be below the consumer¿s clavicle but were now above it. The consumer inquired if something became dislodged because the consumer was not as stable they as they used to be. Unrelated not feeling well; eri event captured in (B)(4).

Manufacturer narrative:
Continuation of d10: product ID 37603 lot# serial# (B)(6) implanted: (B)(6) 2016 product type implantable neurostim ulator product ID 3708660 lot# serial# (B)(6) product type extension medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer indicated no steps had been taken to resolve the issue and the issue was not resolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: 37603, serial#: (B)(4), implanted: (B)(6) 2016, product type: implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for parkinson¿s dual, movement disorders. It was reported that the patient¿s ins¿ had moved. The patient was able to use the programmer and verify that stimulation was on and ok. The patient felt the ins¿ move up in their chest and now close to the collar bone, and they were concerned about the connection between the ins and the leads. It was said to have happened about 2 to 3 months ago. There were no further complications reported.